Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2024-00354.

Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a neuron select catheter 5f (5f select) and a guidewire (0.035 inch) via a transradial approach. It should be noted that the patient's anatomy was tortuous. During the procedure, while advancing the 5f select to the target location, the physician noticed that there was no movement of the 5f select under fluoroscopy. The physician then noticed that the 5f select was fractured at the distal length. Therefore, the fractured segment of the 5f select was removed from the patient using a snare device. The physician then advanced a second 5f select into the target location. After advancing the 5f select to the target location, the physician observed under fluoroscopy that the 5f select was fractured into three pieces at the distal length. Therefore, the fractured segments of the 5f select were removed from the patient using the same snare device. At this point, the procedure was converted into femoral access using a non-penumbra catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned neuron select catheter 5f (5f select) confirmed that the catheter was fractured. Based on the reported event, this damage likely occurred due to the 5f select being advanced against resistance. The reported tortuous anatomy may have contributed to resistance during the procedure. The distal fractured segment was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns please note that the following sections were updated on this follow up #1 MFR report: 1. Section d. Box 1. Manufacturer email 2. Section d. Box 8. Was this device serviced by a third party? 3. Section g. Contact information 4. Section h. Box 6. Component code 1 5. Section h. Box 6. Health effect impact code 1 & health effect impact code 2.